Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated section d6 for implant date. Updated g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Section a4, d1, d4, g5 and h4 are unknown. No information is available. Part received is not our product.

Manufacturer narrative:
Requested catalog and lot information from the customer.

Event description:
Per complaint (B)(4) surface defect of the product was reported.